Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot#: va10cbk, implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient¿s implant, ins and lead, were replaced because something shifted and it was putting their legs to sleep. It was noted that this started in (B)(6) of 2016, and it was removed in maybe (B)(6) or more likely (B)(6) of 2016, possibly (B)(6) 2017. No further patient complications are anticipated or expected as a result of this event.